Manufacturer narrative:
Haemonetics sent a field service engineer to evaluate the nexsys pcs system. Haemonetics field service engineer found no issues and unit met manufacturers specifications. There was no evidence of a device malfunction found. The disposables were discarded by customer, without physical sample haemonetics is unable to establish cause.

Event description:
On (B)(6) 2021, haemonetics was notified of a donor fatality which had occurred a week after the donor's last plasma donation procedure, utilizing the nexsys pcs system. It was reported that the donor had a heart attack 32 hours after donation procedure which was later reported to be the suspected cause of death on (B)(6) 2021. The plasma collection procedure was completed successfully, no donor reactions or alarms encountered. The nexsys pcs system collected 800ml plasma and 500ml of saline infused. The donor had completed several previous donations, with 2 previous deferrals due to out of limit temperatures and an abnormal serum total protein. The center was notified by the donors significant other of the passing, the autopsy report was not available.